Event description:
It was reported that the surgeon was inserting a blocker into an xia screw and the screw head would not properly capture the blocker. The surgeon said the screw "splayed open"

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history review could not be performed as no lot code was provided. Conclusion: the root cause of the customer reported event cannot be determined because the device is unavailable for evaluation.

Event description:
It was reported that the surgeon was inserting a blocker into an xia screw and the screw head would not properly capture the blocker. The surgeon said the screw "splayed open."